Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, when inserting the guide sleeve into the unknown aiming arm force had to be applied as it did not anchor the connector and the buttress/compression nut did not enter easily. Additionally, the drill guide was difficult to disassemble. This report is for one (1) 3.2mm wire guide sleeve. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part #: 03.037.018, lot #: l220066, manufacturing site: werk hägendorf, release to warehouse date: january 4, 2017, expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual analysis of the returned sample revealed that there was no damage or defects with the drillsl yell. A dimensional inspection was performed for the drillsl yell and met specifications. A functional test was performed and the device was able to assemble and disassemble with the guide sleeve yell with no difficulties. The device performed as intended. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the drillsl yell was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Measured dimensions: dimension of head thickness= conforming. Device used: caliper. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.